Event description:
Patient reported that a comparison between the surestep meter and a hcp meter was 30 mg/dl (ss) and 259 mg/dl (hcp) respectively. No symptoms were reported. There was no allegation of harm.